Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause could not be determined, the suggested event most likely occurred due a peeled/delaminated adhesive on the bending section, leading to possible generation of debris. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the adhesive on the bending section was chipped and could potentially generate debris that may enter the patient's body if the device is used. There was no patient involvement.